Event description:
It was reported that the ventilator was alarming for high oxygen concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
The hospital has performed their own repair so the reported ventilator has not been investigated by us. The reported issue about the oxygen concentration being higher than set is confirmed in a received screenshot. According to received information from technical support at the hospital, the reported issue was solved by replacing the nozzle unit of the oxygen gas module. The nozzle unit was discarded and has not been returned for investigation. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The failure of this part might lead to the reported issue. According to received information, the ventilator was tested for a week after replacement of the nozzle unit and since then has been working normally. The conclusion, based on received information, is that the correct part was replaced but the root cause of the nozzle unit¿s failure cannot be determined since the part was not returned. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).